Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of there was a crack down the middle of the intraocular lens (iol).

Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens case, lens, and peel pouch were not returned for evaluation. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined for the reported complaint. The manufacturer internal reference number is: (B)(4).